Event description:
The hcp reported that the patient presented to the intensive care unit with bradycardia following pump refill. The hcp reported that there were no concentration or dose changes at the time of the refill. The hcp wanted to rule out any pump "issues." A follow-up report will be sent if additional information becomes available to us.